Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 576 mg/dl with a trace of ketones. Manual insulin injection was administered to address bg. Pump system check with tandem technical support (cts) found large air bubbles in the tubing. Cts assisted customer with priming the air out. Customer changed the infusion set. Customer's bg at the time of the report was 302 mg/dl.